Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes oversensing, the oversensing stopped when the pulse generator was programmed to doo pacing.